Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s battery was overdischarged. The patient could not communicate with theins recharger (insr) or patient programmer (pp). It was reported that the battery was trickle charged and the patient was charging the battery. The antenna locate was at 78, but the patient only had 4 to 6 coupling boxes. The patient noted that they had always had difficulty getting a good charge signal. The patient was going to see the manufacturer representative on (B)(6) 2018 to have the power on rest (por) cleared and to get help with getting a better charge signal. Additional information was received from a manufacturer representative. It was reported that the patient thought this was their second overdischarge. The patient met with a manufacturer representative on (B)(6) 2018 and the power on reset (por) was cleared. It was reported that the ins was tilted in the patient's body and this was the reason for they could not get a good charging signal. The patient was unsure whether their insurance would cover a replacement of the battery, but the patient is to undergo either a pocket revision or a replacement. The patient will continue to attempt to charge their battery to best of their ability in the meantime. No further complications are anticipated.